Manufacturer narrative:
Haemonetics field service engineer was dispatched to inspect the pcs®2 plasma collection system. The field service engineer went through the unit and found the calibrations were within specifications and all components functioning properly. Tech then performed a functional test and found the unit met manufacturer's specifications. There are no nonconformances against this serial number. There are no capas related to this complaint. A review of the device history records shows no issues during manufacturing and all testing passed. There were no issues, events or alarms noted with the equipment used during the procedure and there were no issues noted with the disposables. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On july 14, 2022, haemonetics was made aware of a donor fatality from an unknown cause on (B)(6) 2022 which occurred within 24 hours of the donor's last donation procedure using a pcs®2 plasma collection system. Donor's last donation occurred the same day on (B)(6) 2022. There was no autopsy performed according to the donation center. There was no report of donor reaction during the procedure. The donor had donated 35 times at the center in the past 12 months. In (B)(6) 2022 he was deferred for the day for a total protein of 9.6g/dl. In 2019, he was deferred for the day for unacceptable blood pressure / pulse. Donor did not have any documented allergies or immunizations. There were no reported errors on the equipment or issue with disposables used in the procedure at the time of the donation.